Manufacturer narrative:
The customer reported a complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) error message was confirmed during the archive data review and functional testing. The root cause of the error message was determined to be a failure of the cooling engine (ce) heater. The event log review indicated a tcmid:06 error message, thus, confirming the reported complaint. The thermogard system failed the power on self-test (post) due to a tcmid:06 error. The cooling engine (ce) heater needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that their two thermogard xp ivtm systems (B)(6) displayed tcmid:06 (ce post failure) error messages. It seems that the consoles were not connected to a patient. During the setup for patient use, the first console gave the error. The customer attempted to use a second console but again, tcmid: 06 was displayed during setup. They had to use the third console they have. No impact or consequence to the patient.